Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the mobile power unit (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 14jan2021. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of missing pins in the white connector of the patient cable was confirmed. The mobile power unit (mpu) (serial number: (B)(6) was returned for analysis and evaluated to the service depot. The missing pins in the white connector of the patient cable were observed and the patient cable was replaced. After replacing the patient cable, the mpu was tested and was found to operate as intended. The mpu was returned to the customer after the repair and the mpu patient cable was forwarded to product performance engineering (ppe) for further evaluation. The returned mpu patient cable was evaluated with ppe and was unable to be functionally tested due to the broken pins. There were no additional findings during the investigation. The root cause of the reported event was unable to be conclusively determined through this investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was not any damage to the controller connector and the patient's controller remained in use. No further connection issues had occurred.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during a clinic visit there were difficulties connecting the patient's system controller white power lead to the monitor. After examination of the plug and socket it was noticed that the white connector on the patient's mobile power unit (mpu) was missing 2 pins. The mpu was replaced and the issue resolved. There were no alarms for the event.